Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported event could not conclusively be determined. It was reported that the patient expired on (B)(6) 2020. No additional information was provided. Multiple attempts to gather additional information were attempted; however, no response was provided. The heartmate 3 lvas, IFU lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient expired. No further information was provided.